Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received stating that the disassociation of the ceramic head and serf liner, as well as subsidence of the femoral stem is what led to dislocation.

Manufacturer narrative:
(B)(4).

Event description:
Original surgery don (B)(6) 2020. Right hip revision. Stem subsided - frequent dislocations. Did the patient experience a post-op device malfunction? --> unknown, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> unknown, did the patient require revision surgery or hardware removal? --> yes, was device explanted? --> false, did patient require revision surgery? --> false, patient status/ outcome / consequences --> unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, (B)(4). Device property of -->none, device in possession of -->none, (B)(4). Device property of -->none, device in possession of -->none, (B)(4). Device property of -->none, device in possession of -->none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.--> true.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Is it a case of dislocation between the ceramic head and serf liner? Answer: the disassociation of the ceramic head and serf liner, as well as subsidence of the femoral stem is what led to dislocation. Context: traumatic event? Fall? Answer: there was no traumatic event that was brought to my attention. It was mention "frequent dislocations", can you please provide historical data on this. Answer: the patient experienced multiple dislocations. I am not sure of the exact number, or when they occurred. Please provide x-ray. Answer: I do not have access to the x-ray.